Event description:
During preparation for a coronary artery drug eluting stenting treatment procedure, catheter tip damage was noticed. Upon preparation for implantation of a 3.5x28mm taxus express2 drug eluting stenting treatment procedure the tech reported finding a broken catheter tip. The product never entered the patient's body and the procedure was completed with another of the same device.